Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaints for ''navigate and position catheter to target location - valve alignment difficulty or inability - fine adjust'' and ''general risk - valve not between alignment markers and deployed'' were unable to be confirmed due to unavailability of the complaint device and/or applicable imagery. In this case, there was no allegation a device malfunction contributed to the reported events. A review of IFU/training materials revealed no deficiencies. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance could not be determined. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''with a new valve, during valve micro alignment, the valve was brought out past the distal balloon marker (almost 1/2 the valve). The team was concerned about embolization and attempted to remove valve/system but were unable to bring thru the rcia. It was then decided to attempt to advance the valve and carefully inflate the mis-aligned valve in the annulus. After an initial inflation the valve needed a centered full post dilation which was successful.'' Per the training manual, ''warning: do not position the thv past the distal valve alignment marker. This will prevent proper thv deployment.'' In this case, the fine adjust wheel was overly dialed during fine adjustment causing the valve being positioned too distal on the inflation balloon. Due to withdrawal difficulties, the physician decided to re-advance and deploy the valve in the annulus. While the valve was deployed successfully after post-dilation, deploying valve off markers is not recommended per the training manual due to the potential risks of valve embolization. As such, available information suggests that use error (over-rotation of fine adjust, not follow instructions) likely contributed to the complaint events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor a new product risk assessment (pra) is required.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device was not returned for evaluation.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure for stenosis with a 23mm sapien 3 ultra valve in the aortic position, the team lost wire position and were forced to withdraw the valve and sheath and re-cross. With a new valve, and 23mm commander delivery system, during valve micro alignment the valve was brought out past the distal balloon marker (almost 1/2 the valve). The team was concerned about embolization and attempted to remove valve/system but were unable to bring thru the rcia. It was then decided to attempt to advance the valve and carefully inflate the mis-aligned valve in the annulus. After an initial inflation the valve needed a centered full post dilation which was successful. The patient did very well. Per the fcs, the initial reporter did not allege the edwards devices were deficient in some way. The second valve used moved into valve alignment position during prep (buttons were pressed /released, shaft moved normally). There was no difficulty with gross or fine alignment. The physician had continued to move the wheel positioning valve past distal marker. Valve alignment was attempted in a straight section of the anatomy. The perceived root cause of the valve alignment difficulty was physician error.